Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous left anterior descending artery. The lesion was pre dilated with a 2.75 x 10 mm non-compliant balloon. Immediately after deployment of a 3.00 x 38 mm promus elite at 12 atm, a type b dissection was noted at the distal edge of the stent. The patient experienced chest pain. The dissection was then covered with a 3.00 x 8 mm drug eluting stent. The procedure was completed successfully and the patient was stable and fully recovered.